Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed the pacemaker exhibited back-up vvi. The patient felt discomfort and fatigue due to the vvi pacing. A firmware download successfully restored the device. The patient was reported to feel much better after the device reset.